Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the left ventricle lead exhibited low pacing impedance and an increased in pacing threshold. No intervention was performed. The patient was in stable condition and would be further monitored.